Event description:
A customer reported a peripherally inserted central catheter line had to pulled when needed for long term IV antibiotics due to leaking noted approximately 1 cm from the hub. It was reported the baby will now require more IV attempts and central line attempts for infection control.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A final report will be submitted upon investigation completion.